Manufacturer narrative:
On 20 october 2017 the (B)(6) performed a clinical evaluation and commented as follows: head and liner revision surgery occurred 8 years after primary double mobility tha. The patient was complaining about pain but femoral stem and acetabular shell were well fixed. The cause for pain cannot be determined with the information at hand. Batch review performed on 30 october 2017. Lot 090083: (B)(4) items manufactured and released on 30 march 2009. Expiration date: 2014-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Additional information received on 31 october 2017 and includes: the cup and stem were well fixed so the surgeon decided to only perform a headliner exchange. From his statement, the osteolysis was in the joint itself. That is why the head and liner were replaced.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem and cup were well fixed. The surgeon decided to do just a head-liner exchange. Osteolysis was confirmed. The surgery was completed successfully.